Manufacturer narrative:
UDI for hgb161207 gore® excluder® iliac branch endoprosthesis: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment involving a bi-lateral common iliac artery repair and was treated with gore® excluder® endoprostheses. When the hgb161207 internal iliac component was removed from the patient, the leading olive was observed to have separated from the device catheter and had remained in the patient's right hypogastric artery. The entry to the hypogastric artery was angled approximately 90 degrees posterior to the common iliac artery. During guiding the device into the hypogastric artery, the device tip was bent backward and forward as the device was advanced. In addition, the device had been partially inserted outside of the sheath as the gore® dry seal flex introducer sheath dsf (12/45) was inserted through the original gore® dry seal flex dsf(16/33) which had been inserted from the left hand side of the procedure to prevent back flow of blood. Reportedly, the physician did not snare the olive for removal from the patient, but elected to advance it into one of the side branches of the hypogastric artery. The procedure concluded as planned with the right hypogastric artery being patent at close. During the follow-up visit on the next day, the patient was doing well.

Manufacturer narrative:
Patient information: added information. Concomitant medical products: the patient medication includes: aspirin, folic acid, hydroxychloroquine, methotrexate, loperamide, naproxen, omeprazole, simvastatin, levofloxacin. Type of reportable event: corrected selection. The gore® excluder® iliac branch endoprosthesis (B)(4) was returned to gore and an engineering evaluation was performed. The investigation revealed that the delivery catheter was broken at the trailing olive and that the guidewire lumen of the leading end had fractured. The deployment knob was no longer in the catheter. The findings from the evaluation are consistent with the physician¿s observations. The cause for the broken catheter could not be determined with the currently available information.